Event description:
It was reported that the patient underwent an initial hip replacement. The patient then underwent a revision surgery a year later for an unknown reason. The head and liner were replaced. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: (B)(4) g7 neutral e1 liner 6383724; (B)(4) tprlc 133 stem 6402021; (B)(4) g7 osseoti 4 hole shell 6336055. Foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-00806.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies related to the event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.